Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient experienced high blood glucose level of 750 mg/dl due to a bent cannula. Therefore, he was hospitalized from (B)(6) 2020 at 9:30 pm to (B)(6) 2020, due to diabetic ketoacidosis, where he received insulin drip and fluids as corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.